Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the information available, the cause of the reported balloon rupture, perforation, and cardiac arrest could not be definitively determined. The physician believed the cardiac arrest resulted from an inadvertent "grenadoplasty technique-like" effect and they did not attribute it to the shockwave device. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave c2 aero coronary ivl catheter was used to treat an eccentric nodular calcium lesion in the left circumflex artery (lcx). Intravascular ultrasound (ivus) would not cross, and the patient had a pre-existing distal stent present but not treated. Based on angiography and limited ivus images, the physician requested a shockwave 3.0mm c2 aero balloon which delivered a total of 26 ivl pulses. The first round of inflation (10 ivl pulses) at 4 atm showed a small balloon waist without issue. The second round of inflation (10 ivl pulses) was performed at 6 atm and proceeded without complication, with improved balloon profile. On the third round of inflation at 4 atm, the balloon ruptured after an estimated 6 ivl pulses. The physician removed the ivl; angiography then showed a perforation occurred distal to the ivl balloon at a site that had not been crossed or treated with ivl. The physician attempted to cross the perforation site with 2.5mm and 2.0mm noncompliant (nc) balloons in order to place a covered stent, but was unsuccessful. A 2.0mm semi-compliant (sc) balloon was ultimately passed to tamponade the perforation, but the patient coded. An impella was placed and the patient was taken to surgery. The physician believed the cardiac arrest resulted from an inadvertent "grenadoplasty technique-like" effect and they did not attribute it to the shockwave device. It was reported that the patient subsequently underwent successful lcx bypass and was recovering and expected to be discharged. There was no reported device malfunction.